Event description:
It was observed that during the device evaluation, the colonovideoscope had foreign objects are present in the plastic distal end cover (sc)-case unit, nozzle, adhesive on the bending section cover (a-rubber), and the connecting tube. There were no reports of patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection a root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: the most probable cause is traced to component failure should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.